Event description:
During a coil embolization procedure for a basilar tip aneurysm, the proximal part of the orbit complex fill 7 x 13mm coil kept getting out of the aneurysm sac, and on the angiogram, the distal part of this coil also looked stretched. The physician decided to use another coil and pulled the orbit out of the pt's body, both, the distal part and the proximal part were stretched (proximal more severe). The doctor followed IFU. The physician indicated that the event "might have happened because of the two catheters technique. Since the two catheters were supposed to be fixed. However, he admitted he miss-controlled of the excelsior 10 mc just once." The pt was 100% fine, and no adverse event was reported.

Manufacturer narrative:
The size of the aneurysm was 7mm(sac diameter), 4mm (neck length) and 8mm (top to bottom). An envoy xb mpa 6french-guiding catheter, an agility 14 and 10, a prowler 14 and excelsior sl-10 45 (mc) microcatheter were utilized for the procedure. The doctor performed a two-catheter technique. The agility 14 was advanced first then the agility 10, followed by the excelsior 10 via the agility 14 guidewire. Then, the prowler 14 via the agility 10 guidewire. After the two m/c approached, the aneurysm sac was accessed by controlling the agility 14 (gw) guidewire and the excelsior sl10 microcatheter to obtain support and advanced the orbit into the aneurysm. Then he advanced agility 10 gw and prowler 14 mc to the sac. After retrieving all the gw, with enough support of the excelsior mc, the coil was coil was advanced. Additional info indicated that prior to repositioning and withdrawal, one to one relationship was verified between the coil and (mc) micro catheter with fluoroscopy. After the reported failure, the entire coil was withdrawn back into the mc without difficulty. No additional intervention was needed to remove fragments, since there was no coil fragment left to remove. There was no adverse outcome to the pt. No resistance was noted during insertion of the coil through the mc, and the excelsior mc was pre-shaped to place and obtained enough support to deliver the orbit coil. Prior to event, the coil was not out of the mc when the mc was being repositioned, it was still in the mc. The target site was not lost due to the reported event. The microcatheter was repositioned while the coil was deployed or partially deployed out of the distal end of the microcatheter, in order to place the mc in the center of the aneurysm. It was moved a little bit. During the procedure, the coil looped out of the sac once, but it was not severe. Once the supporting mc was adjusted, the coil entered the sac. The pt's medical history consisted of 30 years of indirect smoking, hypertension, and diabetes. The left (ica) internal carotid artery had a 30% stenosis. No further medication was required. The product was returned for eval and analysis, however, the analysis has not been completed. Additional info will be submitted within 30 days of receipt.